Event description:
Pt underwent vns therapy system explant due to infection at the neck incision site. Both the lead and generator were explanted. Treating physician indicated that the infection may have been related to the surgical procedure, but also indicated that the pt is status post splenectomy, and is subsequently immuno-compromised.

Manufacturer narrative:
Product analysis results will not change the conclusion of the reported event because explanted products are decontaminated prior to return; therefore, microbiological testing is not performed. In the event that the explanted device is returned.